Event description:
It was reported that the bd needle 25ga 1in had foreign matter. The following information was provided by the initial reporter: it was reported that "we found a particle in the sterile packaging of a winding needle" please find attached the materiovigilance case (B)(4) concerning your article 300400 microlance nk, orange, size 18, g25,0,5-25mm (sap no. (B)(4). The defective material can be collected at (B)(6).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
A device history record review was completed for provided material number 300400 and lot number 250314. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect, and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample and one (1) unused needle sample were received for evaluation by our quality team. Through examination of the samples, an agglomerated particle that appears to be dust inside the primary packaging was observed. Considering the visual characteristics of the particle and the investigation into its origin, it was concluded that the most likely source is contamination on the feeder of the needle packaging machine. This contamination subsequently resulted in the particle being packaged inside with a needle. Please note that this feeder is cleaned on a weekly basis. In addition, the primary packaging machine is equipped with an in-line vision system designed to detect foreign matter and automatically stop the machine until the operator verifies that conditions are acceptable. The fact that this foreign matter was not detected may be due to the particle being located inside the needle lumen, where it is more difficult to detect. Based on the preventive measures in place, we believe the probability of this defect is very low with an unlikely chance of recurrence. The manufacturing facility was alerted of this event, raising further awareness on the production floor. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.